Event description:
The patient was revised because of pain, instability, wear and delamination.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, provided information stated the patient had a partial ruptured pcl, which was a contributing factor to the instability. In addition, polyethylene wear after approximately 13-years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should the product and/or additional information be received, the investigation will be re-opened.